Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent a ventral hernia repair with implant of a composix ex mesh. (B)(6) 2011 - the patient had this mesh removed after it was found to be "grossly infected." The attorney alleges the patient has suffered and will continue to suffer physical pain from the device. Addendum per medical records: (B)(6) 2006 - patient was diagnosed with incarcerated ventral hernia and scheduled for laparoscopic repair. As per operative notes," I went ahead and reduced the hernia... Once this was reduced, we went ahead and placed a dual mesh (composix e/x, device #1) into the abdomen." (B)(6) 2008 - patient was diagnosed with large recurrent incisional hernia and underwent open repair with implant of collamend mesh (device #2). As per operative notes, ¿mesh (composix e/x, device #1) had torn out from its lateral attachments...I went ahead and took down multiple adhesions within the sac...I went ahead and tacked the mesh (composix e/x) placed previously... I now went ahead and inserted a collamend mesh (device #2)." (B)(6) 2008 - patient was diagnosed with partial dehiscence, staphylococcus aureus (mrsa), anterior abdominal wound cellulitis; underwent wound debridement with placement of a wound vacuum assisted closure (vac). (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia and underwent laparoscopic-converted to open repair. As per operative notes, ¿she had a previously placed mesh (device #2) over this and¿the 0 prolene sutures had broken in the middle and had become unfurled. I went ahead, pulled the mesh to the left upper quadrant side and... Placed the mesh back in position." (B)(6) 2008 - patient underwent abdominal wall abscess removal. As per operative notes, ¿we opened up the cavity with finger dissection. There was some foreign body material, some suture material, at the base of this¿this was taken out¿placed the wound vac into the abdominal wall abscess location." (B)(6) 2011 - patient was diagnosed with ventral incisional hernia. As per operative notes, ¿all of the different pieces of mesh and multiple kinds of suture material and titanium tacks were all removed by a combination of blunt and sharp dissection." A non-bard/davol mesh was placed after taking out the infected mesh. Attorney alleges that the patient experienced abscess, adhesions, infection, mesh migration, mesh shrinkage, nerve damage, pain, recurrence, seroma, disfigurement, open wound, wound vac placement and emotional injuries.

Manufacturer narrative:
To date no medical records have been provided. The information provided alleges the patient experienced a "grossly infected" mesh. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to the reported post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this emdr represents the composix e/x mesh (device #1). An additional emdr was submitted to represent the collamend mesh (device #2). H11: this supplemental MDR is submitted to document additional information provided and to correct date of implant. No conclusions can be made. Based on the information provided in the medical records, the patient with a complex hernia repair history, was treated for a recurrent hernia approximately 2 years post implant of the composix ex (device 1). During the operative procedure the composix ex (device 1) was noted to have ¿torn out from it¿s lateral attachments¿ the cause of the mesh coming free of the attachments is not determined and the composix ex mesh was retacked and remained implanted, as well as an additional device being implanted (collemend; device 2). Post-operatively the patient was diagnosed with a mrsa infection and anterior abdominal wound cellulitis and treated with a wound vac and assisted closure. Approximately, a month later, the patient was treated for another recurrent hernia during which it was noted that the sutures holding the collemend (device 2) had broken. At this point, the collemend was re-secured, and both previously implanted mesh devices (device 1 & 2) remained implanted. Approximately, 3 years later the patient was diagnosed with an incision hernia, and during treatment for this hernia both previously implant mesh (device 1 & 2) were explanted and noted to be infected. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists hernia recurrence and adhesions as possible complications. In regards to infection, is a known possible adverse reaction listed in the IFU. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
To date no medical records have been provided. The information provided alleges the patient experienced a "grossly infected" mesh. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to the reported post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent a ventral hernia repair with implant of a composix ex mesh. On (B)(6) 2011 - the patient had this mesh removed after it was found to be "grossly infected." The attorney alleges the patient has suffered and will continue to suffer physical pain from the device.